Manufacturer narrative:
Correction to h10 - the device was returned and evaluated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material could not be removed because reprocessing was not conducted properly due to leakage from biopsy channel. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned and evaluated and confirmed that remnants of white crystallized contamination believed to be a simethicone type product was evident within the air/water channel. Additional findings include; light cover glasses and optical cover glass was chipped. The adhesive on the light cover glasses and optical cover glass was worn. The distal end cap was damaged. The adhesive on the distal end was worn. Suction connector had water leakage. There was an error code on the image. There was play evident on the up, down, right and left angles. Water flow was not to specification. There was leaking on the biopsy forceps channel. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an image problem on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign material in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.